Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the transducer plug is not secure because the locking mechanism was worn out and had no secure hold in the generator. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lithotripter was failing to fire. The issue was discovered during inspection for use for an unknown procedure. There were no reports of patient involvement.